Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided liver biopsy into a normal density tissue, the device was reportedly dry-fried outside of the patient using the side trigger. It was further reported that the device was allegedly difficult to prime as the second slide was not able to be primed and the device allegedly self-activated after the first slide was primed and inside the patient. Reportedly, no samples were able to be obtained with the device, the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, the left bumper was noted to be bent by the spring and the cannula tang width was measured to be out of specification. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for the reported failure to prime. The investigation is inconclusive for the reported self-activation, as functional evaluation could not be completed due to the identified failure to prime. The bent bumper likely contributed to incomplete cannula tang engagement with the device housing and the reported event. It is also possible that the out of specification cannula tang width contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided liver biopsy into a normal density tissue, the device was reportedly dry-fried outside of the patient using the side trigger. It was further reported that the device was allegedly difficult to prime as the second slide was not able to be primed and the device allegedly self-activated after the first slide was primed and inside the patient. Reportedly, no samples were able to be obtained with the device, the procedure was completed with another device and no coaxial was used. There was no reported patient injury.